Manufacturer narrative:
Other relevant device is: catalogue # etlw1628c124ej, serial # (B)(4), use by date: (B)(6) 2016, upn # 00643169268272. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented to a nearby clinic complaining of lower back pain. The physician decided to monitor the clinical course, but the patient had increased pain, and visited the emergency department of another facility. A CT revealed thrombotic occlusion in the area from the flow divider level of the left leg to the eia, and the patient underwent an emergency thrombectomy procedure. After thrombectomy, another manufacturer¿s stent graft was implanted to extend the stent graft coverage to the left eia (external iliac artery). In addition, another manufacturer¿s stent was implanted on the distal side, and patency was confirmed by angiography. For precaution, touch-up was performed for the iliac limb. After the touch-up, final angiography did not show the flow in the left leg. The possible reason was, touch-up caused the thrombus to shift proximally, and thrombus was accumulated inside the end of the left stent leg near the flow divider. In order to cover up the thrombus, another manufacturer¿s stent graft was implanted, and after touch-up was performed for the stent graft using the kissing balloon technique, the blood flow into the left leg was secured, and the procedure was completed. Per the physician, the cause of the occlusion was related to the patient anatomy; tortuous area in the left cia to eia, and the endurant was implanted to just below the ostium of the eia. As a result, the blood flow into the eia could not be secured and resulted in occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: disability selected in error. If information is provided in the future, a supplemental report will be issued.